Event description:
A buyer reported that following an intraocular lens (iol) implant procedure, the pt was not satisfied with the results. The iol was exchanged ten weeks later for another lens. Add'l info has been requested.

Manufacturer narrative:
Eval summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Add'l info has been requested. (B)(4).